Manufacturer narrative:
The platform in complaint was returned to zoll circulation on 06/06/2013 for investigation. Investigation results as follows: ua02(compression tracking error) fault was observed in the archive but the fault could not be verified during testing. The returned platform ran with the manikin and the large resuscitation test fixture with no problems. It was noticed that the ua02 occurred during shift check. The ua02 typically occurs if patient is misaligned on the autopulse or the lifeband is opened. The platform passed final test. Probable cause of reported failure could be due to user error. However, a definitive root cause could not be determined.

Event description:
It was reported that upon shift check, the user found that the autopulse platform displayed "user advisory 2" (compression tracking error) message that could not be cleared. No patient involvement was reported. No further information was provided.